Event description:
This system was explanted due to patient reported no relief. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The inspection of available device data and remote monitoring data do not indicate any device problem.